Event description:
A damaged charging port on the pump was reported, requiring the customer to position the charging cord at an angle to charge the device. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, and no further action was deemed necessary by technical support.